Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 561 mg/dl. It was reported that infusion set had fallen off which caused high blood glucose. Customer had symptom of high blood glucose; customer had high ketones. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose.